Manufacturer narrative:
This report is submitted on dec 8, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with IV and oral antibiotics. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 11, 2023.

Manufacturer narrative:
Correction: the correct date of explant is on (B)(6) 2023; not on (B)(6) 2023 as previously reported in b5. The patient was hospitalised for the administration of IV antibiotics. This report is submitted on november 09, 2023.